Manufacturer narrative:
There was no patient involvement. Sorin (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). Sorin (B)(4) received a report that the s3 roller pump stopped and displayed an error message during priming. The pump was not used for the procedure. There was no patient involvement. The investigation is on-going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin (B)(4) received a report that the s3 roller pump stopped and displayed an error message during priming. The pump was not used for the procedure. There was no patient involvement.